Manufacturer narrative:
Date of submission 09-may-2018 the device has been returned and evaluated by product analysis on 1-may-2018 with the following findings: during the investigation, the battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister, and on the battery cap. A leak test failed due to a battery compartment leak. The pump was unable to power up and was completely unresponsive due to moisture corrosion. The pump¿s cover was removed, and no further moisture corrosion was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The battery compartment was alleged to be cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.